Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the defect reported could only be partially verified. The following repair activities were performed: performed service and repair functions. Reviewed service history. Attach box label, software upgrade form, and fms vue final testing. Replaced springs on pressure arms with tip replacement kit to correct pressure issue. Could not duplicate customer complaint of screen flashing. Performed software upgrade to the latest versions. The unit passed all diagnostic tests, functional tests, and is fully operational. Details can be found in the attached report. Further a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that the fms vue screen was flashing and didn¿t read the pressure during a shoulder surgery. There was no patient harm or delay to the procedure. The surgery was completed with a different pump.